Event description:
This senior medical surveillance specialist reviewed the customer care advocate's, (cca's) documentation. In 2009, the patient/layperson alleged the display on his onetouch ping meter was damaged, containing a line through it. Allegedly, the patient was shaky at 11:15am the same day. Five minutes later, the patient attempted to test; however, due to the display ,the patient could not view the result. On another meter, the patient's blood glucose was 65 mg/dl. The patient self-treated with food or drink. Because the patient's symptom started before the alleged product issue began, there is no indication the product contributed to injury. Since the issue could not be resolved, the complaint is reported and the product was replaced.

Manufacturer narrative:
Lifescan(lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.